Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. Unit had minor scratched display window.(B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 425 mg/dl. Customer had symptom of vomiting, frequent urination, sick to the stomach and high ketones. Customer was hospitalized due to diabetic ketoacidosis. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, customer reported that cannula was slightly bent. Customer reported that insulin pump was put into a bag turned on and there was no insulin in bag. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose.